Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances on the right lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
B1- product problem should not have been selected. H6- codes corrected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025, wherein the right lead was explanted and replaced to address the issue.

Manufacturer narrative:
The reported observation of auto reducing was confirmed. As received all wires were found broken and that would cause high impedance/auto reducing issues. The cause for the event remains unknown.